Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 433 mg/dl and 191 mg/dl. Customer felt sleepy at the time of the readings. Customer was able to self-treat (treatment not provided). No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned. Customer returned an empty vial.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.